Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display as a result of corrosion on the liquid crystal display and motherboard. The buttons functions properly and no moisture found on the keypad trace.

Event description:
The customer reported that the insulin pump had unresponsive buttons. Troubleshooting was performed. The customer stated that the activate button did not respond at time of call. The customer stated that the display was advancing. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.